Event description:
A 61-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, novocure was informed by the patient's spouse that the patient experienced two non-healing ulcers on his scalp. A consultation with a plastic surgeon was reportedly conducted, resulting in the initiation of unspecified wound care. As a result, optune gio therapy was temporarily discontinued, and the patient planned to resume therapy when the physician provided medical clearance. On (B)(6) 2024, the spouse reported the wounds were healing and the patient intended to resume therapy after the first of the year. On (B)(6) 2025, the patient reported the healing of a small wound on the top of his head under one of the arrays. Additionally, the patient had a small opening at the surgical resection site (last surgical resection on (B)(6) 2024), with exposed hardware, which would require surgical intervention. Attempts to contact the prescribing physician for further details were made, but no response was received.

Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity.